Event description:
It was reported that this pacemaker device was found to be in safety mode. Technical services recommended device replacement. This device currently remains in service. No adverse patient effects reported. Additional information received indicated that the device was explanted and successfully replaced with a non-boston scientific device. No additional patient adverse effects were reported. The device is not expected to return for analysis.